Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient had presented at the clinic. Upon device interrogation, it was noted that the patient¿s implantable cardioverter defibrillator (ICD) had demonstrated a battery performance alert. No intervention was performed, and the patient remained stable.